Event description:
A malfunction alarm was reported, specifically malfunction code 16, along with a button and charging issue on the pump. There was no reported impact to the customer¿s blood glucose level. The customer planned to switch to multiple daily injections as a backup therapy, and technical support arranged for a replacement pump to be shipped under warranty. They guided the customer on how to return the faulty pump with a pre-paid label and recommended letting the battery fully deplete before doing so.